Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, upon using the device on the gallbladder, the surgeon pulled the device's bag very hard until it was torn. There was no patient injury.